Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative regarding a patient who was receiving hy dromorphone [20mg/ml] at a rate of 11mg/day via intrathecal drug delivery pump. The indications for use were non-malignant pain and another type of non-malignant pain. It was reported that an alarm was heard/confirmed by telemetry by an hcp during a pump refill. A low battery reset had occurred and the pump was in safe state; however, the reporter was unable to determine when the reset had occurred. It was unknown if the patient had heard the pump alarming, as the patient was hard of hearing. It was noted that the patient had experienced a sudden change in therapy/symptoms.

Manufacturer narrative:
Updated to incorporate the "serious injury" adverse event of the pump explant. Updated to include patient code (B)(4) for reports of withdrawal symptoms.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer¿s representative (rep) on (B)(6) 2016. It was reported that the patient¿s pump had a low battery alarm and a reset occurred again on (B)(6) 2016. According to the hcp, the pump¿s elective replacement indication had another 17 months before replacement was suggested. However, the patient experienced withdrawal symptoms. The pump was explanted and replaced with another manufacturer¿s product on (B)(6) 2016. The rep indicated that the pump would be returned to the manufacturer. At the time of the explant, the patient was receiving 20 mg/ml of dilaudid at 10mg/day.the issue is considered resolved.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer's representative. The pump logs indicated that the pump was infusing hydromorphone 20.0 mg/ml at the minimum rate of 0.124 mg/day. The logs indicated that a low battery reset had occurred and that the pump was in safe state.

Manufacturer narrative:
Analysis of the implantable pump serial number (B)(4) confirmed a low battery reset and safe state had occurred. Destructive analysis was unable to determine the cause of the low battery reset/safe state in the returned product analysis laboratory. Evaluation code-result (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.